Event description:
It was reported that the stair tread/tracks won't engage due to a damaged latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was evaluated and repaired.

Event description:
It was reported that the stair tread/tracks won't engage due to a damaged latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.